Event description:
Pt had laser lithotripsy 1/17/95. Info gathered on 1/31/95 revealed that the pt had passed the stone as well as some debris that appeared to be gold metal particles and small diameter rod shaped piece of metal. The pt had informed the dr that performed the procedure of this. The pt also stated that he would maintain possession of the particles and rod shaped piece in case some future problem is encountered. At the time of this report, the hosp has no knowledge of any adverse outcome resulting from this incident.